Event description:
Boston scientific received information that following implant and a successful induction test, this system detected a non-cardiac signal, resulting in an absence of post-shock pacing. There was a duration of asystole, prior to self resolution. No intervention was required and no system changes were implemented. The patient sustain no adverse effects and to date the device and electrode remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.